Event description:
On (B)(6), the user's daughter contacted dario to report high blood glucose (bg) readings. The user's daughter reported that for the past two weeks prior to contacting dario, her mother had been receiving high bg readings in the 387 mg/dl - 543 mg/dl range and was medicating with metformin based on her dario readings. A replacement of dario's strips were sent to the user. The user's daughter reported that her mother tested her bg with a new cartridge of strips and received a reading of 145 mg/dl with the dario meter, which the user still considers high for her. Due to these readings, the user went to visit her doctor where her bg level was tested with the doctor's meter which read 115 mg/dl. The doctor told the user that her dario meter was reading incorrectly and instructed the user to continue taking her medication as prescribed, and not to increase the dosage.

Manufacturer narrative:
Due to the difference in readings above, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. The RMA package was received for investigation on october 24th, 2022. The meter was tested and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.